Manufacturer narrative:
The consumer had purchased a 34 count multi-pack of regular/super u by kotex sleek tampons. This report is for the regular absorbency. The consumer explained while she was removing a u by kotex sleek tampon the tampon elongated. The outer covering along with the string separated from the inner material leaving pieces of the tampon inside. Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 1 cover placement and 2 damaged pledget/ribbon in the subassembly lots utilized that may have caused or contributed to the reported issue. No pledget or missing/separated/pulled out string defects were found during finished product inspection. The records demonstrated that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. In addition, a notification of this matter was sent to the personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. Escalation and trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Root cause unknown : no root cause was identified : all possible efforts were performed and no root cause was identified corrective action: no corrective action needed at this time. Preventative action: no preventative action needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer explained while she was removing a u by kotex sleek tampon the tampon elongated. The outer covering along with the string separated from the inner material leaving pieces of the tampon inside. She stated this was after 4 hours of use, she was not sure she removed all the pieces and was going to seek medical attention that day. Three follow up phone calls were made but were not successful in connecting with the consumer. It is not known if she sought medical attention.